Event description:
The complainant reported a 27-year-old male patient presenting for lymphocytic fulminant myocarditis. During insertion of the impella for ecpella support, the patient¿s aortic valve was damaged. The patient's resulting aortic insufficiency was considered moderate and an aortic valve replacement was subsequently performed. Additional information pertaining to the event was not provided. It should be noted that the event date is not exactly known, therefore, we estimated the event date as (B)(6) 2022 based on the context of the publication.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.